Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set could not be opened or closed. This was observed before treatment. The nurse reported that the "twist clamp having rough surface, and too tight to open and close". The transfer set was replaced with a new one to continue the treatment. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.